Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a failure of the device's internal battery. During testing, the ventilator failed a test step. The device's active exhalation control module was replaced to address the issue.